Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 576-577 mg/dl with moderate ketone levels. Healthcare provider identified the ketone level as dangerous. Reportedly, the customer administered a manual injection to address bg level. Customer was admitted into the emergency room and was subsequently hospitalized. Customer was treated with intravenous saline fluids resolving the issue. Customer was release from the hospital on (B)(6) 2022, with the issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.